Event description:
It was reported by service report that the scale gain-loss was turned on causing the bed exit functions to be unavailable and the IV pole was bent. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: IV pole. Conclusion: IV pole. Incorrect technique/procedure.